Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been having issues with bent cannulas and high blood glucose levels from 300 to over 400 mg/dl. Troubleshooting was not performed. Blood glucose level at the time of the call was 147 mg/dl. The insulin pump was not replaced or returned for analysis.